Manufacturer narrative:
The pump blows air through the top cover, and a weld failure allows the cover to billow. The weld failure occurred in the foot section. There were no reports of injury or death. Corrective action has been taken by the MFR. Inventory of this lot of covers was checked, receiving control # (B)(4). This lot is exhausted with none remaining in house.

Event description:
Weld failure in top cover of alternating pressure mattress, resulting in billowing in foot sections.